Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone all that they had a sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer's mother reported that two sensors that have both failed to establish rf communication. The customer stated that when removed from the body, electrode has not been visible. The customer was advised to return and replacing serter.